Event description:
It was reported that the customer passed away at home. The caller stated that the cause of death was liver failure. No death certificate, yet. The caller stated that the customer had (B)(6) for over 30 years, which lead to liver failure. The customer's blood glucose at the time of death was unknown. The customer was wearing the insulin pump at the time of death. The caller stated that the customer had sensors but never used them. The caller agreed to return the insulin pump for analysis. No further information is available at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.